Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent system update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative worked to troubleshoot the reported events remotely with the customer. Therefore, no onsite service was performed at the time of the reported events. On (B)(6) 2020, the company service representative examined the system and the system performed as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, excessive noise was observed and poor vacuum during ultrasound and irrigation/aspiration mode. Surgery was completed without patient harm.